Event description:
Per information provided: (B)(6) 2008 - patient was diagnosed with ventral hernia and peristomal hernia thereby underwent open repair with the implant of bard flat mesh (device #1) for ventral hernia & collamend mesh (device #2) for peristomal hernia. Per op notes, ¿the right-sided hernia incision was incised, a bard flat mesh (device #1) was placed using prolene sutures. The left-sided ostomy was exposed. A collamend mesh (device #2) was placed using prolene sutures.¿ on (B)(6) 2008 - patient was diagnosed with peristomal wound infection thereby underwent repair. Per op notes, ¿the patient had intact mesh at the base or an infected wound.¿ (B)(6) 2009 - patient was diagnosed with small bowel obstruction thereby underwent exploratory laparotomy and lysis of adhesions. Per op notes, ¿there was a loop of bowel which was adherent to what appeared to be a small piece of mesh adjacent to the ileostomy.¿ (B)(6) 2015 - patient was diagnosed with left abdominal wall soft tissue wound thereby underwent debridement of skin and subcutaneous tissue of the abdominal wall wound and placement of wound vac. Per op notes, ¿the wound consisted of necrosis down to the level of the abdominal wall fascia.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard/davol collamend (device #2). An additional supplemental emdr submitted to represent the bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.